Manufacturer narrative:
Expiration date (03/2021). (B)(4). A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot number 16fm0003 shows that the appearance of the balloon, catheter body and valve function are normal. No broken tube and separation at joint were found. Complaint simulation testing of three retained samples (3 fms devices) for lot number 16fm0003 shows that no breakage, leakage or blockage appears during the balloon inflation process with 45 ml volume of water, or after 24 hours placement. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 27, 2017. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Complaint received reporting that the device balloon "was defective and did not inflate." No further information was provided.